Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicated that customer experienced diabetic ketoacidosis and customer stop using the insulin pump. Customer stated that she was never on insulin pump therapy. Customer was hospitalized due to diabetic ketoacidosis. Customer further added that insulin pump was not damaged to the retainer ring. The insulin pump will not be returned for analysis.